Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/21/2014 with the following findings: no defect was found. Testing was unable to duplicate the reported complaint. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hr duration period with a 1.0u/hr basal rate; no errors occurred during testing. Pump was returned with the ¿advanced bolus enable¿ feature set to off. The ¿advanced bolus enable¿ was turned on to complete testing. When feature was turned on an ezcarb bolus was able to be successfully performed with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the patient was unable to use carb wizard and could not add blood glucose reading to pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.